Manufacturer narrative:
Reader (jqgb112-t1589) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader is powered on with home button depression and retained strip insertion. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A port-2 issue was reported with the freestyle libre reader. A caller reported on behalf of (6-year-old child) a customer whose reader would only power on with the button pressed but not with the strip insertion. As a result, the customer was unable to obtain readings and experienced symptoms of vomiting, chest pain, weakness, and loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) and provided throat syrup as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle reader were reviewed, and the dhrs showed the freestyle reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port-2 issue was reported with the freestyle libre reader. A caller reported on behalf of ((B)(6) child) a customer whose reader would only power on with the button pressed but not with the strip insertion. As a result, the customer was unable to obtain readings and experienced symptoms of vomiting, chest pain, weakness, and loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) and provided throat syrup as treatment. There was no report of death or permanent injury associated with this event.